Event description:
A malfunction was reported on a pump, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump while monitoring for any future issues.